Event description:
Reporter indicated that an interrogation after a system diagnostics test revealed that, the patient had been programmed to unintended parameters. The patient was programmed back to intended settings before leaving the office.